Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery with the reservoir. It was reported that the customer had high blood glucose of 400 mg/dl at the time of incident. The reservoir will not be returned for analysis.